Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report from the USA by a nurse of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the nurse stated that on an unreported date, the patient developed peritonitis. The cause of the peritonitis was not reported. Treatment information was not provided. It was not reported whether dianeal therapies were ongoing. It was not reported whether the peritonitis resolved. The patient's medical history and concomitant medications were not reported. A causal relationship was not reported for the event of peritonitis with regards to dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies.